Event description:
Approx 1.5-2.0 years ago, the pt "lost left side electrodes 0-3"; it was unclear which implantable neurostimulator the lead was attached to. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See MFR's report # 3004209178-2009-04349.

Manufacturer narrative:
(B) (4).